Event description:
It was reported that this right atrial (ra) lead had exhibited conductor fracture, lead safety switch, low amplitudes and oversensing. The system will not be reprogrammed, and the lead will continue to be monitored due to patient condition. No adverse patient effects were reported.